Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided

Event description:
It was reported that this patient recently had a lvad procedure. After the procedure it was reported that right ventricular (rv) lead exhibited high pacing thresholds. The lead was surgically removed and a new lead implanted. There was no report of asystole. No adverse patient effects were reported. Additional information was received, the lead was discarded at the facility. It is believed that the lead damage "screw of the lead stuck out at an unusual angle", occurred during implant of an lvad.